Event description:
Patient presented with skin breaking down at the ipg site and ipg migration after weight loss. Physician prescribed antibiotics. Patient presented back to the physician with pressure necrosis on the underlying skin at the ipg site. Physician prescribed antibiotics and brought the patient into the or. During the procedure the physician removed dead skin and re-sutured the ipg into place.